Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Date of event: the date of the event/study is not known. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Information such as initial reporter facility name, address, city, state, name, phone and email address are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Clinician assessment: although no specific intervention is stated, it is clinically reasonable to assume an intervention would be provided in the case of vessel damage, or the events can potentially result in permanent neurological impairment. The event is being reported to the us FDA as a conservative measure. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
This complaint is from a database related research activity (drra). On behalf of jennifer wood, medtech epidemiology, please see the attached drra potential complaint form, aligned to a cerenovus product, and a copy of the final study report. Device name: envoy da guiding catheter vessel damage (injury, laceration, dissection) ICD diagnosis code for vessel damage during index encounter, not present on admission total: 2 indirect technical success the use of both envoy da and any reference device in the same index procedure among patients from hospitals where a reference device was used within 1 year (prior to or after) of the index procedure with an envoy da device. Total: 17 off-label use envoy da uses outside of the neurovascular, peripheral vascular or cardiovascular anatomic locations total: 18.